Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger which was reported to have air in the line observed toward the end of taxol infusion at the rate of 275 ml/hr. There was patient involvement; harm was not reported as a consequence of this event.